Event description:
The customer reported that the monoject syringe was attached to the maxplus® to prime; however, the maxplus® popped off the syringe. A new maxplus® was obtained, connected to the syringe, primed, and attached to the patient¿s IV catheter. At the completion of the infusion, the maxplus® was flushed, the syringe removed and the maxplus® disconnected from the patient¿s IV catheter resulting in leakage. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.